Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. The patient reported a heating sensation at the ipg pocket. According to the patient, the sensation is only felt during recharging. A new charging system was sent to the patient. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. The patient is working closely with her physician to determine any next steps.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.